Event description:
The implant surgeon reportedly observed the electrode out of the cochlea. Revision surgery to reinsert the electrode was performed in 2008. The pt will continue to be monitored by the center.